Manufacturer narrative:
The device was returned to mmdg. During the investigation the pump operated within product specifications. Mmdg could not replicate the complaint or find any failures. Based on this information, no MDR was required.

Event description:
The initial reporter states that the device acts like it's running but formula is still in the bag. They state that the "volume goes up, but nothing is pumped into the child." They specified that no air is being delivered and the pump will alarm that the dose is done. They also state that after the pump is reset it works normally and delivers the way it is programmed. The initial reporter did state that this has happened twice. There was no reported injury or adverse effects to the patient. (B)(4).

Manufacturer narrative:
The device was not returned to mmdg. Because the device was not returned, no evaluation was performed and mmdg was not able to confirm the complaint.

Event description:
The initial reporter states that the device acts like it's running but formula is still in the bag. They state that the "volume goes up, but nothing is pumped into the child." They specified that no air is being delivered and the pump will alarm that the dose is done. They also state that after the pump is reset it works normally and delivers the way it is programmed. The initial reporter did state that this has happened twice. There was no reported injury or adverse effects to the patient. (B)(4).